Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported their controller wasn't working. Patient said they fell asleep charging their implanted neurostimulator a couple nights ago and woke up 4 hours later to find the controller had 'all the juice sucked out of it'. Patient said when they went to plug the controller into the ac power supply, they couldn't turn the controller on to make sure the stimulation was on, but they felt like it was on because when they stretched, they could feel the vibration. Agent attempted to start troubleshooting, but patient said they didn't have the equipment with them - only took down serial of recharger prior to call. Agent reviewed steps to try to reset controller with ac power cord; patient will call back if they require further assistance. The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 97745, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97745, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.